Event description:
It was reported that patient was experiencing intermittent phrenic nerve stimulation one week post implant. High capture threshold was observed. Perforation was suspected. The lead was explanted and replaced, when attempted repositioning was unsuccessful.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.